Event description:
A complaint was received that a patient was having pain at the incision site. The patient wanted the device removed so the physician explanted the patient's precision system. The doctor determined that the pain was not device related as it occurred whether the stimulation was on or off, and that it was related to the procedure.

Manufacturer narrative:
The explanted materials will not be returned as they were discarded by the medical facility. This is a final report.